Manufacturer narrative:
The insulin pump was received with no button error alarm. The pump was received with intermittent button response due to moisture damage. The insulin pump was received with minor scratched lcd window, cracked case near display window corners, battery tube threads, and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The nurse reported via phone call of a button error from the insulin pump. The customer's blood glucose level was 250 mg/dl. The customer stated that there were red markings on the device that she could not identify. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.